Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The data was sent into technical services (ts) for review. Upon review, ts noted that the shock was administered due to oversensing of noise. The noise appeared to be related to a potential mechanical issue. Further troubleshooting including obtaining x-rays was suggested. Ts also discussed the option of a revision procedure. At this time the electrode remain in service and no adverse effects were reported.